Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer. Patient product ID: neu_unknown, serial #: (B)(4), product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that their implant was not charging but the controller screen says recharging "excellent". Pt said that they started noticing issues with charging their implant about a week ago. Pt said that they have to reposition the recharger a lot to get a good connection to their implant. Pt said that when they charge their implant they are only able to charge the implant battery up to 30-40% and then the charging session stops. Pt said last night they were trying to charge their implant from 6 to 10:30 pm and then finally just gave up. Had pt reset their controller. Pt saw no visible damage to the controller or battery pack contacts. Pt said that their controller battery was at 100% and their implant battery was at 30% and their stimulation was off. Had pt initiate charging session with implant and pt had to reposition the recharger and try again. Pt tried again and was told to reposition the recharger again. The issue was not resolved. Pt mentioned being "shaky" on the phone call when taking the battery pack out of the controller.